Event description:
Caller reported air bubbles and gaps in the system, specifically within the tandem mobi cartridge, which were observed during pumping rather than during the load sequence or tubing fill. Despite these issues, there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the correct technique, allowing the customer to successfully resume insulin therapy, resolving the issue.